Manufacturer narrative:
(B)(6) 2020 -as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned during a normal battery depletion procedure due to physician's accidentally cut the lead. As the procedure was extended, this is considered a serious injury. No additional adverse patient effects were reported. Pc